Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Dr. (B)(6) put a baseplate dwd172 without any issue and added the screws. While trying to put the glenoid sphere, it was impossible to screw. After cleaning of the glenoid 4 times in a row, there was no improvement. The 4th time, when the sphere dwd180 was removed, it fell. The surgeon proposed the use of a dwd181 and faced the same issue. He tried again and while screwing, felt that the screw thread was apparently functioning correctly and at the last moment, there was a sudden jump. The surgeon concluded that the screw thread was defective. The surgery was completed with a 40 minutes delay and additional anesthesia. The 25mm baseplate was removed and the surgeon used a 29mm baseplate instead.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.